Event description:
It was reported that the ventilator was having intermittent issues. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was having intermittent issues. Our field service engineer has investigated the reported ventilator on site. The customer stated that the ventilator was showing expiratory cassette error. The issue was verified that although it was passing the pre use test the display showed expiratory cassette error even after using different expiratory cassettes. Replacing expiratory channel connector pcb resolved the issue. The provided logs confirm the reported issue. However, despite several reminders we didn't receive the replaced part for further investigation. Therefore, no root cause can be established.